Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported knot stuck and unable to be pushed down was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for the reported event was determined to be related to incorrect user technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, when the physician retracted the device and harvested the suture through the distal end of the proximal guide, he found that the knot came out above the skin level. The physician re-introduced a guide wire into the guide wire exit port of the proglide, then retracted the device and used the suture trimmer to push the knot down under the skin, with the guide wire in place, but the knot was stuck and couldn't be pushed down. The physician cut the suture and used another proglide to close the vessel. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps, instructions. Per the device instructions for use: do not advance the knot with the suture trimmer until the wire has been completely removed from the patient. Concomitant medical products: dilatation catheter: maverick 2.0x30; guide wire: whisper ms 300 cm; guide catheter: 6 fr mpa medtronic; sheath: 6 fr; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.